Event description:
Needle breakage: customer stated while closing the fascia the needle broke. The needle was retrelved, and no x-rays were needed. No predisposing history noted with this pt. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.